Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that the lead material had an unusual bent. The lead was ultimately not used and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
The reported event of the ¿physician observed an abnormal bend at the distal end of the lead¿ was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing was normal.